Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bleeding, pimples, redness, no energy, flu-like symptoms, difficulty breathing, (B)(6), pneumonia, and coma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported they were injected with "juvederm voluma xc." The patient did not know how many syringes were used, but indicted there were twelve injection points. Further follow up with the injector proved that the patient was actually injected with 2 syringes of juvederm ultra plus xc. The patient was injected in the marionette lines on the left side, and upper and lower lip. Patient was concomitantly injected with botox in the glabella area and crow's feet. The patient indicated they had "bleeding" immediately afterwards, and the patient later developed "pimples" and redness all over the face. The patient indicated having to "clean up" the pimples (exact treatment was not specified). Approximately one month after injection, the patient was rushed to the emergency room due to the patient not being able to breathe. The patient was "very tired, "had" "no energy," and had flu-like symptoms before the issues escalated to difficulty breathing. The patient was diagnosed with (B)(6) and pneumonia. The patient was given a "10-15% chance to live" and was "in a coma." The patient had emergency surgery where the doctor "cut the right arm from shoulder to the elbow." Patient described "there was so much infection in there that they couldn't treat it with antibiotics at that time." The patient further elaborated "the (B)(6) got into the shoulder, worked its way into the arm. Another virus (pseudomonas) got into their lungs, got into bloodstream, urine, and was headed for the organs." The doctors "washed all of it out" and put a "temporary closure with a drain for 5-6 days." Afterwards, they took the drain out and "checked for infection, didn't see anything, then sewed [the patient] back up." The patient was then given antibiotics, including vancomycin and another separate unspecified antibiotic for the lungs. The patient was in the hospital for "33 days," and further elaborated their "white blood cell count went to 34" when they were admitted to the hospital. The symptoms have now resolved. The patient never contacted the injector to inform them of any adverse events.